Event description:
In preparation for a procedure, the user selected a cook acrobat¿ calibrated tip wire guide. It was reported that after flushing with sterile water, the physician detected that the coating of wire guide pealed off. Not used on patient. A photo of the device was provided which shows the wire inside the holder and appears the coating is peeled from the wire inside the holder. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see the wire inside the holder and appears the coating is peeled from the wire inside the holder. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record does contains a nonconformance that could potentially be related to the reported observation. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Per the photo provided we can see the wire inside the holder and appears the coating is peeled from the wire inside the holder. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with coating damage and core wire exposed. The coating was peeled at 25.1cm to 25.6cm and at 27.2cm to 28.5cm with core wire exposed in both locations. No other anomalies were detected with the device. The device history record does contain a nonconformance that could potentially be related to the reported observation. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: the laboratory evaluation of the device confirmed the report of wire guide coating damage. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Per the photo provided we can see the wire inside the holder and appears the coating is peeled from the wire inside the holder. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with coating damage and core wire exposed. The coating was peeled at 25.1cm to 25.6cm and at 27.2cm to 28.5cm with core wire exposed in both locations. This device was reviewed on 12/12/2023 in response to a complaint device (report# 1037905-2023-00610) from the same lot (w4547602) being confirmed to have been damaged in the scoring process during manufacturing. The section of the coating which has split exposing the core wire approximately 27.2cm to 28.5cm from the distal end shows evidence of potential scoring damage contributing to the failure. No portion of the coating appears to be missing. A lab meeting was held with manufacturing engineering and production leadership on 12/18/2023. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage cause by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.